Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an left ventricular assist device (lvad) implant procedure. Post implant, the patient's right ventricular (rv) lead had alerts for high pacing, rv and superior vena cava (svc) defibrillation impedance and noise. As well, there was insufficient high voltage therapy provided by the device because it measured a short circuit and used a protection mechanism. The physician chose to reprogram the ICD system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.